Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 cable was not working. The power was off and on, and it was noticed during the pre-test. A replacement was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the cable had no non conformities. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and hemopro 2 tool. The harvesting tool device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "intermittent power" could not be confirmed. Internal file # - (B)(4).